Manufacturer narrative:
Medwatch sent to FDA on 09/02/2015. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of "tindalling" and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of skin discoloration and ecchymosis: "undesirable effects. Medical practitioners must inform the patient that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: haematomas. Staining or discolouration of the injection site."

Event description:
Healthcare professional reported injecting a patient with juvederm ultra plus xc in the "superior lateral nasolabial folds" and cheeks. After the injection, the patient had some "tindalling" and bruising on both cheeks as the patient noted that they "bruises badly." Patient was treated with ice and then "hyalsed" the next day. Symptoms are ongoing.